Event description:
It was reported that femoral impactor cracked. Broken tibial impactor. All retrieved and being returned.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was returned for evaluation. After the product physical evaluation complaint cannot be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.